Event description:
The customer reported non-reproducible troponin I (access® accutni+3) results for three patients involving the unicel® dxc 600i synchron® access® clinical system. This report is one of two referencing the two patients on the event date noted. The original results were released to the hospital and questioned by the emergency room (ER). The customer was not aware of any impact to patient care. There has been no report of patient injury or change in patient treatment associated with this event. The ER requested the patients' samples be retested. The customer reanalyzed the samples on an alternate access® 2 system and lower results (within the normal reference range) were obtained. The laboratory has a critical cutoff value of 0.10 ng/ml for troponin I (access® accutni+3). The patients' samples were collected in 13x75mm becton dickinson (bd) lithium heparin plasma tubes and centrifuged at 3,800 rpm (rotations per minute) for seven minutes, at room temperature. No sample integrity issues were noted. The laboratory performs quality control (qc) once daily. Quality control level 1 failed on the day following the event. The customer requested service and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the instrument was recently moved to a new location under a cold air vent that was blowing directly on the unit. The fse noted the case temperature was within the operating range of the assay and instrument. The fse routed the air from the vent away from the instrument. The fse then performed a successful assay calibration. The fse performed an 8-point precision test with quality control (qc) material which failed the percent coefficient of variation. The fse verified the ultrasonics and was unable to baseline the transducer. The fse replaced the transducer and performed all necessary alignments and voltage adjustments. The fse then performed a successful system check and high sensitivity system check and advised the customer to recalibrate the assay and perform qc once fresh material was available. Service activity performed met the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the transducer. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00234.